Manufacturer narrative:
The pusher assembly was returned for evaluation separated into two segments. The proximal broken segment and the implant coil were missing and may have been lost during shipment back to covidien as suggested by the customer. The evaluation could not determine the cause of the event; however, the implant coil may have detached due to the reported resistance and manipulation within the catheter. All devices are 100% inspected for damages and irregularities during manufacture. The axium instructions for use (IFU) has a warning that states, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. (B)(4).

Event description:
During the procedure, it was reported that resistance was experienced as the physician was advancing the coil in the proximal segment of the echelon catheter. The coil was removed and the implant coil was found detached. Another coil was used and resistance was again felt as it was advanced in the proximal segment of the catheter and the implant coil was also found detached upon removal. No patient injury was reported as a result of the procedure. Reference MDR 2029214-2014-00173.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).